Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 32 mm diameter abdominal aortic aneurysm. The proximal aortic neck was 22 and distally it was 21 mm in with a length of 92 mm. The left iliac artery was 50 mm and the right was 30 mm in length. The left internal iliac artery was coiled. The index procedure was completed without any complications. It was reported that a follow up CT showed distal the endurant limb which was implanted with 3 stent lengths in the left external iliac artery has migrated proximally and the sealing length was about 1 stent length with a type ib endoleak present. An additional stent graft was implanted and extended about 3 stent lengths into the external iliac artery. This resolved the type ib endoleak. The physician determined the event was anatomy related. It was noted that the tortuosity at origin of the left common iliac artery and common iliac aneurysm, and the force that the blood vessel exerted as it tried to return to its original shape after the stent graft was implanted, caused the stent graft to pull to the proximal side which resulted in migration of the distal side. No additional clinical sequelae were reported and the patient is being monitored by their physician.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.